Event description:
Nurse used chemstrips to ascertain infant's sugar level. The rn thought the reading was low and not what had been infant's previously recorded levels. She noticed on the back side of the chemstrip that what should have been a consistent blue was "blotchy" and an "uneven" color. Did a second chemstrip with same result and again there was an uneven blotchy color. Secured chemstrip from different lot and result was more consistent with previous readings.

Event description:
The account stated that the axsym toxoplasmosis (toxo) igg reagent has generated a negative result on a pregnant patient. The initial result was 5.00 iu/ml (which is considered to be weak positive). The biologist considered the result to be negative. During the course of the patient's pregnancy, the patient had to be hospitalized for serology testing. The toxo igg results with the patella method showed a positive rate of igg at 19 iu/ml (threshold at 9 iu/ml); the positive result was confirmed by the vidas method. There was no adverse impact to patient management reported. The account stated that the patient was protected the entire length of the pregnancy but additional testing was unnecessary. This is a user report.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) - other device not returned. Retained kit testing met all specifications. The axsym toxoplasmosis (toxo) igg reagent file kit, list number 9k08-20, lot number 77092hn00 was tested in combination with the axsym toxo igg calibrators, controls and three panels. The calibration passed. The negative and positive control values were well within the specifications as stated in the package insert. The three panels were well within the manufacturing release specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 77092hn00 displayed an unusual performance. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 74459hn00. This review did not identify any problems relating to the customers observation. For axsym toxo igg assay a value of 5 iu/ml (threshold 3 iu/ml) was obtained whereas another technique, patella toxo igg biorad- gave a value of 19 iu/ml (threshold at 9 iu/ml) for a specimen. Each assay has its individual threshold. The concentration values for toxo igg in a given specimen can vary based on the assay method and should not be used interchangeably. Based on our investigation, we have determined that axsym toxo igg, list number 9k08-20, lot number 77092hn00, identified in the customers complaint, is currently meeting its safety, effectiveness and label claims.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number (B) (4) that has a similar product distributed in the us, list number (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation; device not returned . Retained kit testing met all specifications.(B)(4).